Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot#: va2a26f, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead; product ID: 3560022, lot#: va28499, product type: extension. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 30-jun-2022, UDI#: (B)(4) ; product ID: 3560022, serial/lot #: (B)(4), ubd: 17-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported the patient¿s dressing kept coming off multiple times for duration of stage 1. Patient had stage 1 on (B)(6) 2020 but was not compliant with tracking symptoms on the diary, getting covid testing prior to stage 2 multiple times or showing up for post op care in hcp office for replacement of dressing. The patient was unable to get in for stage 2 until (B)(6) 2020 because of not getting covid tested and returning rep and office phone calls. Multiple phone calls were made to patient and patient¿s daughter from the rep and physician office to proceed to stage 2 with successful stage 1. The rep called the patient twice a day with minimal response over a 5 week period. The rep also set patient up for a follow up appointment because the dressing came off multiple times but patient did not show up for the appointment. Patient had pain and redness at pocket site. On (B)(6) 2020 patient came in for stage 2 but pocket site was infected when the site was opened. Patient was started on antibiotics, site flushed with antibiotic irrigation and packed with dressing. Issue is resolved in a sense that the infected product was removed but patient is getting treated for the infection. Plan is to do a full implant once fully treated and healed.